Event description:
The reusable femoral impactor head broke at the point where the head connects to the impactor handle. Surgery was completed successfully.

Manufacturer narrative:
The reusable femoral impactor head broke at the point where the head connects to the impactor handle. Surgery was completed successfully. The component was not returned for evaluation. Lot number is unknown. Investigation cannot be completed.